Manufacturer narrative:
This supplemental report is being submitted to provide the additional results of the legal manufacturer's final investigation. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the watertightness was lost due to damage on the protector.

Event description:
No additional information received from customer.

Event description:
It was reported the subject device had a faulty cable and an intermittent image. It was unknown when the issue occurred. No patient harm was reported.

Manufacturer narrative:
E1 full facility name: (B)(6). Three attempts were performed to obtain additional information, but no response was received from the customer. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had a faulty cable and an intermittent image. It was unknown when the issue occurred. No patient harm was reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer's allegation of faulty cable was confirmed; the costumer's allegation of intermittent image was not confirmed. The device evaluation found as new reportable finding the following: water tightness lost. Based on the results of the investigation, it is likely that the water tightness lost was due to a damage on cable unit. For the intermittent image a probable root cause could not be identified. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.